Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that on (B)(6) 2017 the patient tried to recharge their ins and a power-on-reset (por) message displayed on their device. The por was due to patient compliance. The patient was told to continue charging and then was to meet with a manufacturer representative the following day to clear the por. No symptoms were reported. Follow up information received from the manufacturer¿s representative on (B)(6) 2017 reported that they could not provide more specifics on the issue as they only spoke to the patient on the phone. Another representative cleared the por on tuesday. The representative also stated that they were not aware of an overdischarge because the patient never requested to see anyone related to it.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.